Event description:
The manufacturer received information alleging a trilogy evo ventilator experienced a 'ventilator service required' alarm. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, the ventilator service required alarm was not duplicate by an operational check. The service technician states that a ventilator service required error code was found in the device's error log relating to a 'pressure sensor mismatch'. It is noted that after conducting an internal inspection, contamination was confirmed in the air supply pathway. The service technician states that the system printed circuit assembly (pca) board, blower assembly, machine flow sensor, 3-way solenoid valve, proportional valve, low flow o2 connector, blower chassis plate, blower cap, outlet side panel, blower mount, blower bellow seal, fio2 housing, dual limb cup, filter cover, muffler assembly, blower chassis tubing, fio2 tubing, low flow o2 tubing, system pca tubing, air inlet foam filter, and particulate filter were replaced to resolve the issue caused by contamination. Additionally, final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly.